Event description:
Foley catheter used to measure patient's bladder temperature was found to be consistently 36.3 degrees celsius. For comparison, temperature measured with probe and oral temperature was found to be 37.0 degrees celsius. Several additional measurements consistently showed oral temperature to be 36.7-36.8 degrees celsius. Technical representative for manufacturer of foley probe was contacted and he indicated that foley temperature should be at least 0.5 degrees warmer than oral measurements, and not cooler. This suggests that the temperature measured with the foley catheter was nearly one degrees celsius too low, which could mask a fever and preclude treatment. For consistency two oral probes were compared and found to give similar results. The monitor module into which the temperature probe was plugged worked correctly.